Manufacturer narrative:
Batch review performed on 23 june 2021: lot 157438: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event.

Event description:
4 years 7 months after the primary the patient came in for a post-op appointment and it was observed that a screw from the tibial insert had loosened. The surgeon revised the poly and the surgery was completed successfully.